Event description:
It was reported by service report that the head of the bed was stuck in high position and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift sensor coiled cord.